Manufacturer narrative:
Based on the product analysis, it was determined that the coil was damaged. The complaint met MDR reportability criteria at that time. Complaint conclusion: the device was returned for analysis. Coil damage was found at the distal protrusion site. Due to the exposed coil being inserted into the hoop dispenser, it cannot be determined how and when the coil was damaged. Located 17.5 centimeters off the distal tip of the green introducer, the coil protrudes outside the sheath for a length of 3.5 centimeters. The coil¿s ball tip is located 16.0 centimeters off the distal tip of the green introducer. The locking mechanism was found to be fully functional, but was returned unlocked with the sheath pull tab retracted 5.0 centimeters. Located 11.5 centimeters off the distal tip of the green introducer is a severe kink to the sheath. Mechanical sheath damage resulted in an opened skive at both the proximal and distal protrusion sites. Coil damage was found at the distal protrusion site. Located at the kinked section of the sheath (11.5 cm off the distal tip) the skive has been opened up by mechanical damage. The remainder of the coil is undamaged. The fourth secondary winding which was exposed at the distal protrusion site has been damage resulting in the loss of its secondary winding. No manufacturing defects were found. The most likely contributing factor to the coil becoming exposed may have been due to the kinked sheath resulting in an opened skive. This would have allowed the coil to protrude through the sheath. The circumstances of how and where the coils protrusion with the damage to the sheath and coil occurred cannot be determined as all coils are inspected one hundred percent prior to final packaging as are all locking mechanism placed in the locked position prior to insertion into the hoop dispenser. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The premature peeling was confirmed based on the condition of the returned device. The root cause of the premature peeling and the coil damage could not be determined; however, procedural/handling factors may have contributed to the event. The coil damage may have been related to post-procedural handling/shipping. There was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
During coil embolization of the 3.5 x 5.4mm (neck width 2.27mm) posterior communicating artery aneurysm, after opening the package and preparing to flush, the surgeon noted that the deltapaq coil (cdf10020830/ c17502) was exposed out of the sheath due to premature peeling, and device analysis revealed that the actual coil was damaged. The surgeon changed to a same/like coil immediately to complete the procedure. There was no patient injury.